Event description:
The facility reported an infusion pump with failure code 810:04 on channel a which occurred during patient therapy, while connected to a patient. This resulted in an interruption of therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could not confirm the customer reported condition of "810:04" which caused an interruption of therapy. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report. (B) (4). Uim master software versions with a software configuration number ending in uim: (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4)the software version for this device is currently not known.

Event description:
It was reported that during a diagnostic laparoscopy possible oophorectomy, the device became torn before it was used. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
It was reported that the device did not pass a self test, and displayed an error message. Upon investigation of the device by the company, it was confirmed that the internal component that was the cause of a field corrective action failed. Therefore, this event is being filed as an MDR using the filing date as the event date, since there was no pt involvement.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
On (B) (6) 2009, the pt was implanted with an scs system. On (B) (6) 2010, it was reported that the pt was shocked by the charger. The pt reported that the shock left him with severe swelling and redness around the ipg site. The sales representative met with the pt on (B) (6) 2010, and stated that there was no indication that the pt had been burned or injured over the ipg pocket. The pt is currently receiving satisfactory stimulation and was sent a replacement charger.

Manufacturer narrative:
CAPA (B) (4) and (B) (4) does not apply to this report due to the reported condition not being confirmed. (B) (4)